Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: known inherent risk of device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the tracheal intubation videoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, it was observed that the adhesive on the bending section cover or distal sheath had a chip. It was also observed that the image disappeared at certain angles. There was no patient involvement.